Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was to be used to deliver morphine 30 mg/30 ml, at an unspecified rate. No specific pump programming was provided. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked at the luer connection of the female adapter of the pca tubing set and the injector in the vial. The tubing set and vial were replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the devices was discarded. The lot number of the device that was in use is unknown. The customer contact identified a possible lot number (plots). The possible lot number is 191754w. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.